Manufacturer narrative:
Correction: section a patient information and d4 catalog number and serial number.

Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to a suspected noise oversensing from air entrapment. This electrode remains in service. No adverse patient effects were reported. The allegation(s) in this complaint have not been confirmed as there was not enough information provided in the complaint and the product has not been returned for analysis. The conclusion code was updated to known inherent risk of device.

Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to a suspected noise oversensing from air entrapment. This electrode remains in service. No adverse patient effects were reported.